Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the first revision surgery. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: patient codes e1310, e2330, e2015 and e2328 capture the reportable events of urinary infections, pain, atrophy and "sling pressing over the bladder neck." Impact code f19 captures the reportable event of revision surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed arms of the mesh are not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a placement of the advantage tension-free vaginal tape and cystoscopy procedure performed on (B)(6) 2005 for the treatment of stress urinary incontinence. The procedure was completed with no complications. Cystoscopic findings noted no perforation of the bladder with the tvt sling. Reportedly, the patient had a long standing history of urinary irritative symptoms, multiple urinary infections and pelvic pain that was possibly associated with her mid urethral synthetic sling. The patient was then interested in having the mesh removed. After explanation of the indications, possible benefits, risks and complications, the patient underwent urethrolysis - vaginal, vaginal mesh removal (midline) on (B)(6) 2016. She understood that the surgeon was not able to remove the entire synthetic sling and her symptoms might not improve, stay the same, deteriorate or might get better. During the procedure, a tight band at the level of the proximal urethra was palpated during pelvic exam under anesthesia. The urethra appeared high riding and there was a band in the proximal urethra almost at the bladder neck. Both arms of the sling were subsequently excised with a curve mayo scissor. After the procedure, there was no more mesh in the vaginal canal, no injury to the urethra, and the epithelium was atrophied and thin.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the first revision surgery. (B)(6). (B)(4). The removed arms of the mesh are not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a placement of the advantage tension-free vaginal tape and cystoscopy procedure performed on (B)(6) 2005 for the treatment of stress urinary incontinence. The procedure was completed with no complications. Cystoscopic findings noted no perforation of the bladder with the tvt sling. Reportedly, the patient had a long standing history of urinary irritative symptoms, multiple urinary infections and pelvic pain that was possibly associated with her mid urethral synthetic sling. The patient was then interested in having the mesh removed. After explanation of the indications, possible benefits, risks and complications, the patient underwent urethrolysis - vaginal, vaginal mesh removal (midline) on (B)(6) 2016. She understood that the surgeon was not able to remove the entire synthetic sling and her symptoms might not improve, stay the same, deteriorate or might get better. During the procedure, a tight band at the level of the proximal urethra was palpated during pelvic exam under anesthesia. The urethra appeared high riding and there was a band in the proximal urethra almost at the bladder neck. Both arms of the sling were subsequently excised with a curve mayo scissor. After the procedure, there was no more mesh in the vaginal canal, no injury to the urethra, and the epithelium was atrophied and thin.